Manufacturer narrative:
The device was not returned for investigation; however, the provided photo confirmed the reported issue, showing that the tip had detached at the ligature. The catheter also exhibited signs of stretching, suggestive of excessive pull force. Nevertheless, it could not be determined whether the damage resulted from handling during the procedure or from contact with a surgical instrument during the operation. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the catheter was used to unclog a bypass. During withdrawal, the catheter head detached and remained above the stenosis. A second device was used to successfully retrieve the detached component. The device was not pre-checked prior to use. No patient injury was reported.